Event description:
The advocate stated the customer received a blood glucose reading of 120 mg/dl from one contour meter and a reading of "lo" from another contour. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined the offer to troubleshoot and ended the call. No product will be returned.